Manufacturer narrative:
(B) (6). (B) (4) (medical intervention required). (Device explanted). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted on (B)(6), 2010 to seal a small leak at an anastomotic stricture within the distal esophagus. According to the complainant, the patient had an anastomic stricture from the partial resection of the esophagus due to cancer and a small leak had occurred at the anastomosis. A wallflex esophageal fully covered stent was implanted successfully without issue on (B)(6), 2010 to seal the leak. On (B)(6), 2010 the physician evaluated the patient for possible removal of the stent based on the status of the leak. Satisfied that the leak had healed, the physician attempted to remove the stent. There was no malfunction of the stent and the only reason for removal was that the leak had healed. To remove the stent, the physician grasped the green stent suture with rat-tooth forceps; however, the physician was unable to remove the stent due to the granulation tissue gripping the top of the stent. The physician felt that the stent did not 'cinch up' when he grabbed the green stent suture. Unable to remove the stent, the physician worried that the manipulation of the stent during removal attempts may have disturbed the tissue around the healed leak, so the physician placed a second wallflex esophageal stent within the original stent. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted on (B) (6), 2010 to seal a small leak at an anastomotic stricture within the distal esophagus. According to the complainant, the patient had an anastomic stricture from the partial resection of the esophagus due to cancer and a small leak had occurred at the anastomosis. A wallflex esophageal fully covered stent was implanted successfully without issue on (B) (6) 2010 to seal the leak. On (B) (6) 2010 the physician evaluated the patient for possible removal of the stent based on the status of the leak. Satisfied that the leak had healed, the physician attempted to remove the stent. There was no malfunction of the stent and the only reason for removal was that the leak had healed. To remove the stent, the physician grasped the green stent suture with rat-tooth forceps; however, the physician was unable to remove the stent due to the granulation tissue gripping the top of the stent. The physician felt that the stent did not ¿cinch up¿ when he grabbed the green stent suture. Unable to remove the stent, the physician worried that the manipulation of the stent during removal attempts may have disturbed the tissue around the healed leak, so the physician placed a second wallflex esophageal stent within the original stent. The patient's condition at the conclusion of the procedure was reported to be "fine".